Event description:
The patient was having an mca stroke. The physician had the 4max reperfusion catheter through a neuron max 088 with a microcatheter and solitaire device through the 4 max catheter. The 4max catheter broke in half outside the rhv of the neuron max 088. The physician could not remember if he was withdrawing the device, torquing the catheter, or if it was during the strentriever portion of the case that the catheter broke. A new 4max catheter was used to complete the case and no stentriever was used. The patient was doing well at the time of this report.

Manufacturer narrative:
(B)(4): this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the catheter has visual damage. The catheter is broken. Conclusion: the failure in the complaint was confirmed. The catheter was broken (17.5 cm) from the hub. The failure of this device seems to be a user error. This device seemed to be twisted at the break location. The two images show the rough edges where the failure occurred indicating that the material was stretched. The physician could not remember how he was using the device when the failure took place. It is possible that the catheter became lodged inside one of the devices being used and when the physician went to remove the device, pulled with a force greater than the tensile force of the material causing the break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.